Event description:
Reporter indicated that the patient's vns device would be explanted due to infection at generator and electrode sites. The reporter indicated that the infection was related to the implant procedure, and further investigation indicated that the infection began 1-2 weeks after implant surgery. Treatment with antibiotics was attempted; however, the infection persisted and the generator and leads were explanted. The surgeon plans to reimplant vns.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.